Event description:
On 10/feb/2023, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius technical services this pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced a hernia. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was diagnosed with an abdominal wall hernia in early (B)(6) 2022 (exact date unknown) due to unknown etiology. It was explained the patient developed the hernia over the course of ccpd therapy that was more than likely attributed to her comorbidities as opposed to the performance of the liberty select cycler or the use of any other fresenius product(s). The patient¿s pd fill volume was reduced to 1600 ml and the number of cycles was increased to 6 as a result of the patient¿s hernia diagnosis. The patient underwent an outpatient corrective procedure in the middle of (B)(6) 2022 (exact date unknown) which resulted in an unsuccessful repair. The patient was rescheduled for an additional corrective procedure involving a mesh repair of the hernia. The patient has persisting slight abdominal pain and fullness following pd therapy as a result of the hernia. It was confirmed the patient¿s hernia was not the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2023, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius technical services this pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced a hernia. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was diagnosed with an abdominal wall hernia in early december 2022 (exact date unknown) due to unknown etiology. It was explained the patient developed the hernia over the course of ccpd therapy that was more than likely attributed to her comorbidities as opposed to the performance of the liberty select cycler or the use of any other fresenius product(s). The patient¿s pd fill volume was reduced to 1600 ml and the number of cycles was increased to 6 as a result of the patient¿s hernia diagnosis. The patient underwent an outpatient corrective procedure in the middle of december 2022 (exact date unknown) which resulted in an unsuccessful repair. The patient was rescheduled for an additional corrective procedure involving a mesh repair of the hernia. The patient has persisting slight abdominal pain and fullness following pd therapy as a result of the hernia. It was confirmed the patient¿s hernia was not the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event of a hernia, characterized by abdominal pain and fullness. It is well established those patients undergoing pd therapy are at high risk for mechanical complication due to hernias of any etiology and may be safely repaired to continue successful pd therapy. The cause of this patient¿s hernia cannot be determined; however, it was confirmed by a medical professional the patient¿s hernia was not due to a deficiency or malfunction of any fresenius product(s) or device(s). This is further supported by multiple studies that have found no positive correlation between increased volumetric pressure during pd therapy and hernia occurrence. Therefore, the liberty select cycler can be excluded as a root cause of this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.